Event description:
The customer contacted beckman coulter, inc. (Bec) to report an elevated troponin I (accutni) result for one (1) patient sample generated on their access 2 immunoassay system. The elevated accutni patient sample result was reported outside of the laboratory. It is unknown if there was patient treatment impact associated with this event. Repeat analysis for accutni also yielded elevated results. The clinical presentation of the patient did not exhibit indications of heart disease. Quality control results were recovering within the laboratory's established ranges both prior to and after the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a preventative maintenance on the instrument and performed a system check which passed instrument specifications. The customer sent the patient sample to bec for analysis. Bec reproduced the results obtained by the customer. Bec performed heterophile antibody testing to determine if an interferent was present in the patient sample. The testing did not reveal the presence of an interferent. Bec tested the patient sample on a competitor's analyzer (abbott architect) which also yielded an elevated troponin I result. A root cause has not been determined for this event. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2122870-2011-05776, 05777. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.